Event description:
It was reported by the rep that the device was used during a laparoscopic endometrial implant ablation. It was reported the gasket ripped on the trocar. The trocar was used for the camera port. No other devices went through this port. The upper seal/gasket ripped, which leaked pneumo. The trocar was replaced and the case was finished. There was no consequence to the pt.